Manufacturer narrative:
Investigation summary: received one (1) used list# mc330523, 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer; lot# unknown. Parenteral nutrition and lipids solutions residuals in received one (1) used list# mc330523. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested per procedure and no leaks were observed. A DHR lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc330426. This product was used for the di and 501k. D4 h4 the lot number, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer that experienced leakage. The reporter stated that ¿ trifuse extension set was found leaking at the 0.2 micron filter on the green ring lumen¿. The type of incident/problem was malfunction - during or after use and no apparent harm - reached patient/person, inconvenient. Ahs reported to cmdsnet. Frequency of problem was recurring. The number of devices was 1 and the incident sample was 1ea. The status of the product at the time of the event was during use on a patient. Not a chemo drug was the leaking at the time of event. The medication involved were parenteral nutrition and was infusing in the lumen (aads 2-in-1), lipids infuse via different lumen.